Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels of 512mg/dl. The customer stated that they might have inserted their mio set incorrectly. The customer treated high blood glucose levels with pump. The pump will not return for analysis.